Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the black box (bb) data for the date of the complaint has been overwritten due to continued use of the device. The current bb showed evidence of a battery life issue. There was no moisture/corrosion observed in the battery compartment and no damage found to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump & power it on. The current draws measured within specifications. A "battery life" issue was not duplicated during testing. The pump cover was removed and no moisture or internal damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.